Event description:
Subsequent information received states that on (B)(6) 2012 the subject experienced the event of positive myocardial scintigraphy 607 days following the index procedure and an unknown time since the last dose of study medication clopidogrel. The event was reported with the serious criteria of hospitalization. A heart catheter report on the (B)(6) 2012 shows clearly calcified vessels, high grade left anterior descending (lad) stenosis next to diagonal (d1) bifurcation and ramus interventricularis posterior (rivp) stenosis. For this reason cardiologist scheduled coronary artery bypass grafting (CABG) in the surgical department. On (B)(6) 2012, the subject was discharged from hospital. The outcome of the event is not recovered/ not resolved. On (B)(6) 2012 the event term was updated from positive myocardial scintigraphy to angina pectoris. On (B)(6) 2012 the subject was suffering from unstable angina pectoris as a result of the occlusion of the lad next to d1-bifurcation. The subject was hospitalized and underwent CABG and was discharged. On (B)(6) 2012, the investigator confirmed that the subject was free of complaints and that there were no complications with the subjects wound healing. No additional information was provided.

Event description:
It was reported that on (B)(6) 2010, due to acute coronary syndrome with angina less than 24 hours the subject underwent the index procedure with the deployment of one drug eluting stent to the first diagonal vessel. Post procedure residual stenosis was 10% with pre timi flow of 1 and post timi 3. On (B)(6) 2010, the subject received a peri-procedural loading dose of the thienopyridine medication clopidogrel 600 mg. On (B)(6), at the start of the study the subject received the study medication maintenance dose of clopidogrel 75 mg. On an unknown date, the subject was started on aspirin 100 mg. On (B)(6) 2010, the subject was discharged from the index hospitalization. On (B)(6) 2011, the subject was randomized to clopidogrel/placebo, and was administered the first dose on (B)(6) 2011. On (B)(6) 2012, (B)(6) days post index procedure the subject was hospitalized and was suffering from unstable angina pectoris as a result of an occlusion of the left anterior descending (lad) artery next to the first diagonal bifurcation. The subject was treated the next day with coronary artery bypass (CABG) with no reported complications, however, unspecified post operative complications occurred with bleeding and the patient was given a blood transfusion. The subject stabilized and both x-rays and echocardiogram were carried out and showed no irregularities. The subject was discharged from the hospital on (B)(6) 2012 to rehabilitation. No additional information was provided.

Manufacturer narrative:
(B)(4). Postoperative anticoagulation treatment consisted of antiplatelet therapy for coronary bypass surgery (cad) with aspirin 100 mg/d lifelong. If the blood pressure values remain elevated, antihypertensive therapy is advised to be altered. Wound healing was by primary intention and was complete on (B)(6) 2012. At the final examination, the wound was non-inflamed; the sutures were left in place and removed as of (B)(6) 2012. On (B)(6) 2012, relevant laboratory tests included creatinine 89 umol/l (reference range: <106.0), ckmb (creatinine kinase-mb) 0.30 umol/l (reference range <0.41), leukocytes 4.19 gpt/l (reference range: 4.40-11.30), hemoglobin 6.2 mmol/l (reference range: 8.7 -10.9), platelets 164 gpt/l (reference range: 150-400) and pt inr (prothrombin time and international normalized ratio) 1.14. On (B)(6) 2012, relevant laboratory tests included creatinine 17 umol/l, ckmb 0.25 umol/l, leukocytes 8.01 gpt/l, hemoglobin 4.8 mmol//, platelets 149 gpt/l and pt inr 1.08. On (B)(6) 2012, relevant laboratory tests included creatinine 112 umol/l, leukocytes 5.45 gpt/l, hemoglobin 6.4 mmol./1, platelets 227 gpt/l and pt inr 0.97. On (B)(6) 2012, the subject was discharged from the hospital. No additional information was provided.

Event description:
Subsequent information received states that on (B)(6) 2012, follow up information was received from the investigator. The subject's hospital discharge summary was received. On (B)(6) 2012, the subject was hospitalized because of known 3-vessel coronary disease with a high-grade stenosis of the lad. This was diagnosed by means of left heart catheterization on (B)(6) 2012. Because of the recorded findings and clinical symptoms, surgery was indicated. On (B)(6) 2012, the subject underwent surgery (CABG). The procedure was performed via a left anterior mini-thoracotomy and on the beating heart. The left mammary artery was attached to the ramus interventricularis anterior. The subject was able to be completely revascularized. The perioperative bleeding tendency with increased blood loss and bleeding anemia necessitated replacement with 4 erythrocyte concentrates and 2 platelet concentrates. The subject who had good vigilance and adequate spontaneous breathing, was able to be extubated without any problems on the day of surgery. After removal of the chest drains as scheduled and transfer to the normal ward on the 1st postoperative day, the subject was able to be rapidly mobilized. During a postoperative repeat ultrasound examination, central pleural effusions were detected bilaterally and were treated conservatively. The subject was asymptomatic; on (B)(6) 2012, small pleural effusions were detectable bilaterally. A follow-up echocardiograph monitoring and continuation of the diuretic medication for at least one week was requested.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. In this case, there were no reported product deficiencies. The reported patient effects of angina, occlusion, and surgical procedure (coronary artery bypass graft surgery) are listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as known adverse patient events. Although a conclusive cause cannot be determined, this incident contained patient effects with no allegation of a device issue and, as such, is not on its own an indication of a product deficiency. No corrective action is required. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).